Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The device was loosened although it should have been locked by the system. The system was unlocked in the middle of the operation. The device was in contact with the patient. The patient was injured. The event led to a 45 minute increase in surgery time. Additional information has been requested.